Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor with large ketones. Customer required assistance from their boyfriend, who brought the customer water and helped them call tandem technical support. Elevated bg was addressed with a bolus via the pump. Customer resumed insulin delivery successfully.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.